Event description:
It was reported while using an bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: daughter stated, when priming, no insulin flows.

Manufacturer narrative:
H6: investigation summary no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported while using an bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: daughter stated, when priming, no insulin flows.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.